Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that arm 1 was faulting and presenting error 23087. The user experienced repeated faults with the arm, and each time the fault was recovered, it reoccurred. The tse reviewed logs received via email, which pointed to an encoder issue inside the arm. The tse inquired if the surgery could proceed using three arms, but the user indicated this was not possible. The user converted to another dv system to continue with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.